Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that the top screen on an 840 ventilator is blank. It was not reported if there was patient involvement.